Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient could not charge their ins. No further complications were reported. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.